Event description:
It was observed during device inspection, that the dvi 2 terminal of the lcd monitor was broken and no image was displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction e1. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that image was not displayed due to a bent digital visual interface terminal. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.